Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal and cystoscopy (B)(6) 2010 due to perforation of the urinary bladder. (B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of mesh tape and cystoscopy on (B)(6) 2011 due to tot mesh in bladder with secondary utis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent left oophorectomy on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, and vaginal scarring. It was also reported that the patient underwent partial removal of vaginal mesh on (B)(6) 2004 due to mesh failure along with mesh erosion, excision of the intravesical portion of the sling on (B)(6) 2008 due to perforation of the bladder with sling and removal of mesh on (B)(6) 2010 due to mesh failure along with erosion. (B)(4).